Event description:
Broach with trial ball implanted into pt.

Manufacturer narrative:
Provided info states, the trials were mistakenly implanted. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.